Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, when the plunger was retracted a cuff miss had occurred. The vessel was re-wired and a second proglide device was deployed. When advancing the knot to the arterial surface the suture broke. The knot had been advanced completely to the artery surface. Hemostasis was completed using manual arterial compression. There was no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight was not provided; however, the patient is reported not to be overweight. It was reported that the right common femoral artery was heavily calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.